Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23mg/dl. The customer believed the low bg level was due to a combination of delivering a bolus that was too big and exercising. The customer consumed juice and peanut butter to address the bg level. The paramedics were contacted and the customer was administered sugar mixed with saline intravenously. The customer stated that they did not believe this low blood glucose event was caused by the pump. Recommendation was made to consult with their health care provider to discuss diabetes management.